Manufacturer narrative:
Review of the device history records shows the lot was released with no recorded anomaly or deviation. The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report one of two for the same event. Report two of two is reported on MFR #0001032347-2017-00484.

Event description:
It is reported the twist drill came out from the locking mechanism of an iq driver. The event occurred in the cranial position. The surgery delay is less than 10 minutes. More information has been requested but has not been received at this time.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. This is report one of two for the same event. Report two of two is reported on MFR #0001032347-2017-00484.

Manufacturer narrative:
The product identity has been confirmed in the evaluation. Upon visual inspection the driver had some wear and tear from use. The driver was sent to the vendor for further evaluation and repair. The vendor could not recreate the user problem; therefore, the complaint is unconfirmed. The most likely underlying cause of the complaint is user error. There are no indications of a manufacturing defect. The instructions for use states the proper order of operation of the device under the operation section: "driver blade or drill installation and removal the iq¿ driver is designed to accept only biomet microfixation iq¿ driver blades and drills. Do not attempt to use any other tools in this driver. To install a blade or drill: 1) push the collet forward and insert the blade/drill into the collet by aligning the wings on the blade/drill with the slots on the driver. 2) while holding the collet in the forward position, apply a slight inward pressure to the blade/drill and rotate the blade/drill clockwise until the etched lines on the blade/drill are aligned with the etched lines on the collet. 3) release the collet 4) give a firm pull on the blade/drill to ensure it is properly engaged. The IFU also states under the troubleshooting section: problem: ¿blade/drill falls out.¿ solution: ¿blade/drill not properly inserted. Pull on bit to be certain it is secure.¿ this is supplemental report one of two for the same event. Supplemental report two of two was reported on MFR #0001032347-2017-00484-1.